Manufacturer narrative:
(B)(4).

Event description:
The patient had experienced "new pain" that was thought to be caused by a possible granuloma. A catheter replacement was performed due to the possible granuloma found at the tip of the catheter. The medications in the patient's pump were sufenta, clonidine and bupivicaine 50 mcg/ml at 47 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.